Event description:
It was reported that the patient presented in hospital and interrogation revealed the right atrial (ra) lead was unable to sense in any configuration. Capture threshold test could not be performed due to the patient exhibiting atrial fibrillation. The right atrial (ra) lead was programmed off. The patient had no complaints before, during and after reprogramming. The patient was being monitored and was stable.